Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2010; inratio2: 1.3; date: (B)(6) 2010; inratio2: 1.4; lab: 3.9. Patient's target therapeutic range is 2.0-3.0. Patient has been on lovenox and coumadin bridge therapy.

Manufacturer narrative:
Investigation pending.